Manufacturer narrative:
Patient weight is unknown. Date of postoperative non-union and infection are unknown. Original implant procedure date is unknown. Per facility, the complainant part was discarded and is no longer available for review. Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: december 19, 2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6) 2015 to exchange a right femur nail. The patient had developed a non-union of the transverse mid-shaft of a right femur fracture despite multiple attempts at fixation. The patient had also been diagnosed with infection. During the revision, the femoral nail was removed, the canal was reamed, and a larger nail was inserted (as planned). A surgical delay of an unknown length of time was noted. All of the removed hardware was in good condition. Patient post-revision outcome was reported as "good." This report is 1 of 2 for (B)(4).